Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
The insert tab/lip was broken while trialing.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned device confirmed the report a portion of the bottom lip of the trial has broken off. Scratching and gouging was also evident on the trial. The root cause is attributed to product wear out. A complaint database search on the product family found previous investigations which when confirmed were attributed to wear out. Based on the determination of product wear out from normal use and servicing, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.